Manufacturer narrative:
The patient was born on an unspecified date in 1970. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized the same day as event onset for the peritonitis . The cause of peritonitis was due to poor environment and water source. The patient was treated with unspecified antibiotics for peritonitis. Antibiotic treatment was discontinued fourteen days after hospital admission and the patient recovered from the event. Dianeal therapy was ongoing. The reporter declined to provide further information. No additional information is available.